Event description:
It was reported that during an installation performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: h4(it was not mentioned in follow up emdr#1 that this field was corrected).

Event description:
It was reported that during an installation performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: b5, d5, e1(initial reporter, e2, e3, g3, h10. The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported issue were noted. A getinge field service engineer (fse) was not dispatch as mentioned in the initial emdr, but instead the fse who encountered the issue was the one who performed the repairs. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the o-ring at the connection between the main engine and frame was broken. The o-ring was replaced. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.